Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5335 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (reen5335) have been reported from the same facility.

Event description:
It was reported "in 4-5 of the PICC kit the 3cg wire seems to be faulty because the tracking is very intermittent and unreliable." This report addresses the fifth of five kits.